Event description:
It was reported that the customer started using the cassette for a regular replacement. The alarm sounded on the device. Start/stop key was pressed; however, a no message alarm went off. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Manufacturer narrative:
H10: device evaluation: the device and four photos were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of photo number one showed a cassette product in used condition, the cassette contains the blue clip, as well as its packaging bag with the part number of the cassette. Picture two shows the front view of the cassette product without the blue clip and with a burr on the side of the bag. Picture three shows the ay bag neck section from a flow stop cassette model. Picture four shows the top view of a cassette product. The cassette sample was received in used condition, decontaminated and inside of a plastic bag. The cassette sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: the returned cassette sample has a burr at the junction of the pump tube and the bag, no damage, kinks or other defects were found. The sample was received without the blue clip. Functional testing: the cassette sample was filled with 100ml of water and was connected to a pump to look for unusual function. Results: the cassette sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. Results for accuracy concluded that the cassette sample could be connected without problem. The sample passed the test with average delivery of 5.907 percent. The reported customer complaint was not confirmed. Root cause of the reported event could not be determined because the complaint could not be confirmed. No action actions were taken as the complaint was not confirmed, no fault was found. A manufacturing device history record DHR review was performed. No nonconformance was noted with the reported lot number information.

Manufacturer narrative:
The device evaluated by manufacturer was not documented in the initial report.